Event description:
This lead was explanted on (B)(6) 11 due to a recall and impedances greater than 1000 ohms. The procedure took place at (B)(6) with dr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).